Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 0268050. Our records show that this is the only instance of a fractured q-syte occurring for this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, the device submitted by the facility has been reviewed by our team of quality engineers. The device arrived absent the q-syte component, but small fragments of the q-syte were observed in the female connection port. Microscopic evaluation of the fragments revealed jagged edges and cracking throughout. Unfortunately, without the rest of the q-syte component, additional insights into the root cause for this event are not possible at this time.

Event description:
It was reported that q-syte closed luer access device was damaged. This occurred on 2 occasions. The following information was provided by the initial reporter: now that the trial is running at the ic with the purehub, a q-site is used more often there and one has broken off for the 2nd time. It will probably have to do with tightening but I think it should not break. In both cases it happened during the administration of propofol. Hose with broken off part q-site is available for examination. The broken part unfortunately not.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that q-syte closed luer access device was damaged. This occurred on 2 occasions. The following information was provided by the initial reporter: now that the trial is running at the ic with the purehub, a q-site is used more often there and one has broken off for the 2nd time. It will probably have to do with tightening but I think it should not break. In both cases it happened during the administration of propofol. Hose with broken off part q-site is available for examination. The broken part unfortunately not.